Event description:
Reportedly, the device has been pacing the ventricle at 130min-1 for one week without any reason. The patient came to see the cardiologist because she was breathless. The device was initially programmed to ddir 60min-1 (fbase) / 130min-1 (fmax). This inadequate pacing is reportedly not due to the sensors, according to the available graphs. Normal pacing rate was recovered after a temporary programming to ddi mode at 30min-1. An explanation and recommendations were requested. Preliminary analysis revealed that a seu was most probably at the origin of the reported event.

Manufacturer narrative:
(B)(4).